Manufacturer narrative:
The associated complaint devices were not returned for evaluation. A review of complaint history revealed no prior complaints for the listed lots. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Our clinical /medical investigation stated: all documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical investigation. Without the explants, the root cause of the bilateral knee pain cannot be concluded however, the fall that preceded right knee revision and/or the right knee patella fragment migration cannot be ruled out as a contributory factor. During an office visit seven months later, the physician noted the patient was doing well s/p surgery. Since this ae is unresolved, the further impact to the patient cannot be determined; however, the physician plans continue to follow the patient every two years for x-rays and evaluation. No further clinical/medical assessment is warranted at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed due to knee pain.